Event description:
The customer reported that the companion 2 driver exhibited "system malfunction" and "incorrect pressure" alarms while supporting a patient. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. After the patient was switched to the backup driver, the customer performed the system check and the driver failed. This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited "system malfunction: and "incorrect pressure" alarms, it did not prevent the driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.